Event description:
Report received of "blood backing up the IV tubing and leakage during an infusion". The pt was receiving unspecified heparin therapy. The pt was mentally coherent and independently moving about in bed. The pt called the nurse to the room for an unspecified need. When the nurse walked in the room, "a puddle of blood was found on the floor approximately 8 inches x 10 inches in size". The pt was eating a meal at the time and "never called the nurse for the blood back up". Customer reports that the pt might have torn the tubing on the bedside or the tubing might have been caught around the bedrails during pt activity". The source of the leak could not be determined at the time. The nurse changed to a new tubing set and the infusion was resumed without problems. The ptt results were within normal range (values not specified). The pt did not experience any adverse effects.